Event description:
A malfunction alarm with the code "malf 12" was reported. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer called tandem technical support to address high bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.